Event description:
The device was used during a laparoscopically assisted vaginal hysterectomy procedure. Reportedly, the instrument would not close. The surgeon used another instrument to complete the procedure. No pt injury reported.